Event description:
It was reported to philips that the device was not working and displayed an error message. It was not disclosed which error message was displayed. There was no reported patient involvement.